Manufacturer narrative:
The customer ended the call before her name and contact info could be obtained.

Event description:
A customer called for help with her contour usb meter. She performed a control test during the call and rec'd a result of 59 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The customer ended the call before her name or contact info could be obtained. No product will be returned.